Event description:
It was reported that during a knee arthroscopy procedure, the insulation peeled-back and reduction in effectiveness was experienced. Surgeon uses 'on/of' technique with 20 seconds 'on'. After 3-4 minutes, peel-back started. No other info is available.